Manufacturer narrative:
Product complaint # (B)(4). Corrected data: h11, h6. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample revealed that it received one needle-suture piece that pertained to product code vcp1422h. As per visual inspection of the sample received, the swage and attachment area were noted to be as expected, the needle was observed with several marks due to the use of the surgical instrument, and the curvature distorted from the original form, these conditions caused by excess force used during the use. It was noted that the end of the suture was cut by a surgical instrument. In addition, body fluids were noted along the strand and damage on the surface. To avoid this kind of damage to the needle: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Regarding the damaged suture, as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a myomectomy procedure on an unknown date and suture was used. It was reported that the suture broke when sewing in surgery. Besides the needle got bent. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: if possible, can you identify the lot number? No. What is the procedure date? Unknown. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample revealed that it received one needle-suture piece that pertained to product code vcp1422h. As per visual inspection of the sample received, the swage and attachment area were noted to be as expected, the needle was observed with several marks due to the use of the surgical instrument, and the curvature distorted from the original form, these conditions caused by excess force used during the use. It was noted that the end of the suture was cut by a surgical instrument. In addition, body fluids were noted along the strand and damage on the surface. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: UDI: (01) gtin is unavailable therefore, the full UDI is currently not available.